Event description:
The device alarmed and the nurse checked the status. The nurse noted blood in the balloon tubing. The device was turned off and the physician notified. The physician discontinued the balloon pump.